Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy after deploying the marker they noticed that the tip had sheard off. Physician was unable to locate the tip. It was also was not located on the post mammogram. No patient data available.